Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted because the lead was gummed up from blood and one of the tines got torn off after multiple attempts. The lead was never in service; a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted because the lead was gummed up from blood and one of the tines got torn off after multiple attempts. The lead was never in service; a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection revealed no abnormalities on the lead. A blood/body fluid were noted but this is normal for open-tip lead. Both tines were present with no damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.